Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by fever, abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, duration, frequency and route not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that 26 days after the onset of peritonitis, the patient was discharged from the hospital and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.